Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by abdominal pain and cloudy effluent. The patient reported the cause of the peritonitis was due to a leakage in the drain bag. The drain bag forms part of the outflow mechanism within the pd therapeutic system; therefore, it is unlikely that a leaking drain bag would cause or contribute to peritonitis. The patient was hospitalized and was treated with voncon (no further information) and unspecified antibiotics for the event. Action with pd therapy was not reported. The patient was discharged from the hospital three days after admission and was recovered from this peritonitis event five days after event onset. No additional information is available.